Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The battery status at explant was unable to be determined, therefore expected longevity was not calculated. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the right ventricular (rv) lead was undersensing. The patient's r-waves have dropped and the patient had an episode of ventricular tachycardia (vt) that was undersensed. The boston scientific technical services (ts) assisted the physician in adjusting the sensitivity settings. The ts asked about the patient and the physician said that the patient was in the hospital where the patient received medication that converted the the vt. The ICD remains in service. No adverse patient effects were reported.